Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. As a precaution, physio replaced both the main keypad assembly and system pcb to interface pcb flex cable assembly. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would not power on when the power on/off button was pressed. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device would not power on when the power on/off button was pressed. There was no patient use associated with the reported event.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: gtin/device identifier (di) number ¿ blank section d4 of the initial medwatch report should indicate: gtin/device identifier (di) number ¿ (B)(4).